Event description:
Customer states: prior to use on a pt during pre-test a nurse confirmed the tracheal cuff would not be deflated completely. Customer confirmed no pt involvement.

Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample for investigation.